Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on (B)(6) 2020 and it passed suction and cycle specifications. It was identified in the product evaluation that the pump had unexpected noise in the high expression phase. Additional testing was performed and the device met specifications after three additional test cycles. Refer to attached evaluation. The customer's report of low suction could not be confirmed

Manufacturer narrative:
After a referral to call or chat to have her issue appropriately addressed, the customer called on 06/15/2020, at which point she was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 06/25/2020, the customer confirmed that she developed mastitis two weeks prior, was given antibiotics intravenously at the urgent care and was prescribed an oral antibiotic. She indicated that, though she was still taking the oral antibiotic, she longer had a lump or pain and was not experiencing a fever and the replacement pump was working without issue. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 06/12/2020, the customer alleged to medela llc via email that her breast pump motor was dying after only 4 months and, in response to a request for additional information, in an email on 06/15/2020 she identified the pump as a pump in style and alleged that it turns on and works just fine, but after approximately 3 minutes, the suctions stops being strong, the pump sounds like it is dying, at maximum vacuum level the suction is weak, and it produces a clicking sound. She additionally alleged that she got mastitis and, after healing, has been dealing with clogged ducts and after every pumping session, her breasts feel full.